Event description:
Error 42 (downstream pressure sensor).

Event description:
Device history record was reviewed, nothing was detected related to the reported event. No technical error 42 could be found in the provided device log therefore the event cannot be confirmed. The reported device was not requested for investigation as the triggering of technical error 42 is a known issue addressed with a CAPA opened in july 2020. We also confirm that the serial number of the reported device is among the list of affected devices. Therefore, as per bulinf 0349-1 the pressure sensor was to be replaced. This complaint is not confirmed. Action was initiated for this event as per our local procedures. The trend is abnormal and reported risk is lower than estimated risk.